Event description:
The customer reports during a transurethral resection of the prostate (turp) procedure using an oes elite autoclavable telescope, after half an hour of use, the video screen darkened noting infiltrated optics. This required the procedure to be converted to an open procedure. The customer confirmed the telescope had not been dropped prior to this occurrence. No additional consequences to the patient have been reported, the patient's current condition is reported as "very well. No urinary complaints".

Manufacturer narrative:
Other health care professional: pharmacy technician. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issues is most likely due to inadequate reprocessing as well as application of force such as fall or impact. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.